Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the patient¿s implantable drug infusion device. The drugs being delivered were clonidine, bupivacaine, baclofen (unknown), and dilaudid (hydromorphone), all with unknown doses and concentrations. The reason for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had her pump was taken out due to "a granuloma that was discovered like 10 years ago" and could not say which year this granuloma occurred. There were no further complications reported/anticipated.